Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37752, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a medical assistant via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that the implantable neurostimulator recharger (insr) screen was blank and it would turn off while recharging. At the time of the report, troubleshooting was not performed because the rep did not have access to the insr. It was also reported that the patient¿s physician was planning to replace the implantable neurostimulator (ins) due to the recharging issues. The rep later reported on (B)(6) 2017 that they were planning to meet with the physician and the patient on (B)(6) 2017 in regards to the ins replacement due to the recharging issues. There were no reports of medical or therapy issues and no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.